Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen at nights. Customer reported to have fallen on insulin pump which caused damage. Customer's blood glucose was 300 mg/dl. Customer was advised to monitor insulin pump and to call back should issue get worse. Customer also reported to be at the hospital but due to an infection.